Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with sensors and is having high blood glucose levels lately. The customer¿s blood glucose level was 400-500mg/dl at the time of incident, declined to trouble shoot for high blood glucose. The customer was assisted with trouble shooting. The customer was advised the transmitter needs to be replaced. The pump is not returning for analysis or being replaced.